Event description:
The complainant reported that a vaxcel PICC had been therapeutically placed in a pt in 2006. During flushing of the device 10 days later, a split located hole proximal to the suture wing was found in the catheter. The device was removed, and a replacement device was successfully placed in the pt. There was no adverse affect on the pt as a result of the reported problem. Two mos later during the initial inspection of the returned device a split in the catheter tubing located distal to the suture wing was identified.

Manufacturer narrative:
The device was returned for eval. During inspection of the device it was observed that the catheter assembly was returned without the clamps on the extension tube. The inspection also revealed that the catheter wall of the 18 ga lumen had a longitudinal split that was approx 1 cm long and was located 3-4 cm from the distal edge of the suture wing. This type of split may have been caused by over pressurising the lumen and causing the wall to fail, although this can not be definitively determined. Adhesive residue was observed on the extension tubes. The catheter was cut at the 44 cm depth mark, this distal portion was not returned for eval. The 20 ga lumen was patent and allowed air to be infused through it by hand with a syringe. This was evident when bubbles were visible and were coming out of the distal end of the catheter when air was infused, and while it was submerged in water. Similar testing confirmed that there were no leaks in the 20 ga lumen. Dimensional inspection of the catheter wall and septum was completed adjacent to the area of the failure. The catheter was cut adjacent to the proximal side of the cut/slit. The proximal side of the catheter was measured with calipers. The walls and septum were all above the 0.009" minimum spec. The thickness measurements ranged from 0.010" to 0.011". These dimensions meet the specs defined on the catheter drawing. Process controls that are in place to detect potential product failure modes are listed below: testing prescribes a visual inspection and 100% leak test to verify the proper assembly of the catheter assemblies. Top assembly prescribes a visual inspection, to verify the proper assembly of the catheter assemblies. Incoming inspection of catalog/specialty components prescribes the incoming inspection requirements to verify the proper assembly of the clamp. The method of how the catheter was split and how the clamps were removed cannot be determined. At this time, controls to detect this type of defect are deemed sufficient. Based upon the condition of the sample as rec'd, there do not appear to be any mfg related deficiencies. At this time, we are unable to definitively determine the relationship between the device and the cause for this event. This type of reported failure mode is monitored on a monthly basis. Our directions for use outline appropriate placement, access and maintenance procedures.